Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead developed an infection and erosion. The patient's scar tissue was itching. It was also reported that the patient's lead was protruding through the skin. Additional information received from the field representative indicated that the patient was seen by the provider and was given medication. There were no additional adverse patient effects reported. The ra lead remains in service.